Manufacturer narrative:
One device was received in good condition. No visual defects were noted. Per functional testing the temperature fluctuated a ?bit? But would not completely stabilize confirming the complaint. The root cause was a faulty printed circuit board (pcb). It was unknown what caused it to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb, o-rings, and reservoir gasket. Additionally, the over temperature alarm test on the membrane switch didn't alarm but that was also caused by the faulty pcb which was replaced. Performed preventative maintenance (pm) and calibrated the device to 38 degrees. The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not holding temperature. Patient involvement is unknown.